Event description:
It was reported that a patient underwent a surgical procedure using multi axial screws. Sometime post-op it was discovered that both s1 screws were broken. Patient was given analgesics but a revision surgery has not been done. Patient status is listed as good. No further information is known at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 2 levels instrumented with peek rod with interbody at l5/s1. No fusion is noted at l4/l5. No implant failure is noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.